Event description:
The customer reported that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was 414 mg/dl, which had not yet been treated. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, moisture damage was found on the motor, keypad, battery tube and vibrator assembly. Unable to verify a21 alarm due to blank display. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.